Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and a tear was observed on the suction elastomer. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an error message was displayed and at the same time it was noticed that balanced salt solution was leaking from the bottom of the cassette. The product was replaced and the procedure was completed with no further problems.